Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and also had critical broken force sensor was detected during seating or regular delivery alarm. Customer stated they were unable to clear the alarm. Customer stated they were moved forward with the frozen display screen troubleshooting and the time was not visible and not advancing. Customer stated insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.